Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic procedure. Reportedly, the starclose se clip did not deploy due to scar tissue at the access site. Hemostasis was achieved by applying manual arterial compression. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. Review of the lot history record for the reported lot revealed no nonconforming material records. New information obtained indicates the starclose se clip was deployed and hemostasis was achieved with the starclose se clip. There was tissue tract oozing. There was no arterial pulsatile bleeding. Based on this new information, this event would not have been MDR reportable.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received; the starclose se clip was deployed and hemostasis was achieved with the starclose se clip. There was tissue tract oozing. There was no arterial pulsatile bleeding. Digital pressure was applied for the tissue tract oozing. No additional information was provided.